Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. Reportedly, the insulin gauge displayed 145 units and remained static. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer reloaded the cartridge onto the pump and received an accurate fill estimate.